Manufacturer narrative:
Concomitant medical products. Device available, return date - additional information date manufacturer received - additional information type of report - additional information follow-up type - additional information device evaluation, device returned - additional information evaluation codes - additional information, device evaluation additional manufacturer narrative - additional information, device evaluation the event was investigated to determine cause. The device was returned as part of this investigation. Analysis found that the pusher was in one piece. The implant was connected to the delivery system and had not been detached. Deployed implant out of the sheath and the implant was found in good condition, with no kinks or stretching. The polypropylene filament, detachment element, and coil shell are all intact. The pusher had a kink at ~148.4cm from the distal tip of the coil. The shield coil is present and intact. The coin is present, intact and found in as manufactured location against the lumen stop. The proximal end was inspected to determine if any attempt had been made to detach the device. At the proximal end of the device the crimps and welds all appeared to be intact. There was no visual sign of detachment. The secondary detachment location was in good condition and showed no sign of attempt to detach the device. Attempted to detach the coil using an in-house detacher, the coin moved away from the lumen stop and detachment was successful. Based on the analysis findings, the customer complaint of implant pre-mature detachment was not confirmed. The event cause could not be determined as the received device had an intact implant connected to the pusher. Detachment of the axium coil was successful utilizing an in-house axium instant detacher. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the attempted to advancement of the coil into the rhv, the coil inadvertently detached at the hub. The coil was not attempted to be detached. No patient injury was reported as a result of the event.